Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/25/2017. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No information is provided regarding sample type, collection device, draw times, test times or test dates. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded high results for chloride and potassium on a patient. There was no patient information at the time of this report. Return product is not available for investigation. (B)(6). Test/collection times are unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).